Event description:
On (B)(6) 2011, a vns treating nurse reported that the vns patient has been experiencing a "buzzing" in their neck since their full revision surgery on (B)(6) 2011. The patient has also been experiencing an increase in seizures and the nurse was unsure what the seizures are attributed to. The nurse provided the patient's current settings of output=3.25ma/frequency=30hz/pulse width=500usec/on time=7sec/off time=0.5min. The nurse also reported that this patient has had multiple vns implants and this is the first time he has felt this "buzzing" sensation. X-rays were also provided by the nurse and review of the x-rays revealed no lead discontinuities or sharp angles in the visible portions of the lead body, however a micro-fracture cannot be ruled out. There was a portion of the lead located behind the generator that could not be visualized. Good faith attempts for additional information from the nurse have been to no avail thus far. If additional information is received, it will be reported.

Manufacturer narrative:
Device available for evaluation, corrected data: follow-up report #1 inadvertently listed that the lead had been explanted and returned to the manufacturer for evaluation when it had not. The generator was explanted and returned to the manufacturer for evaluation.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
Additional information was received on (B)(4) 2012, when it was discovered that the vns patient had a battery replacement surgery on (B)(6) 2012, due to the device nearing end of service. The explanted generator was returned to the manufacturer on (B)(4) 2012, for product analysis that has not yet been completed.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the explanted generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator due to a perceived low battery voltage. Product analysis found that this may be related to high energy exposure during the explant process. Burn marks were observed on the pulse generator can and header, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. Results of diagnostic testing and monitoring indicate the device is operating properly. Electrical test results demonstrate that the pulse generator performs according to functional specifications. Visual inspection results reveal no external device abnormalities. Except for the explant related device disable event, there are no adverse functional, mechanical, or visual issues identified with the returned generator.